Manufacturer narrative:
Unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test or test for prime/fill anomalies due to compromised forced sensor alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to reset her reservoir and that it was working until she tried to fill the tubing. She stated that it stated to squirt out, won't let her go further and the screen was frozen. During prime rewind troubleshooting, the customer said that she wasn't able to exit the preparing to prime loop. She was advised to hold the act button down until she received the 2nd series of beeps and/or numbers appeared on her display. The customer stated that the numbers appeared. She was advised that the pump needed to be replaced. She said that her current blood glucose was 98 mg/dl. While trying to troubleshoot the infusion set, the customer was unable to determine how many units of insulin were remaining for the reservoir in the pump status screen because the pump was stuck in the prime loop. She was instructed to hold the act button until the insulin began to exit out of the tubing. She was advised to observe the end of the tubing once act is released. She said that the insulin did not continue to drip after releasing the act button. The customer said that the motor did not slow down and the numbers did not ramp up on the screen. She was advised to check her alarm history for any compromised forced sensor alarms but was unable to do so because of the pump being stuck in a prime loop. The customer was advised that the pump did not detect a compromised forced sensor alarm. However, the pump may not trigger a no delivery alarm. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis. The infusion set will be returning for analysis.